Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No further patient complications were reported.